Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were defective/blown. Additional malfunctions include the 4 way valve was contaminated, and the muffler was dirty/clogged.